Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of signals on the right ventricular channel that appear after ventricular pace is detected. Analysis of the device was performed; high pacing thresholds were observed along with loss of capture. Further evaluation of the patient was discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.